Event description:
Account alleged that the brakes are broken. Technician found that while the brake was engaged, the brake caster was moving. No injuries associated with this repair.

Manufacturer narrative:
Technician adjusted the brake caster to resolve the issue.